Event description:
It was reported that during interrogation of the pulse generator prior to the implant procedure, the pulse generator had entered backup vvi mode due to an unknown reason. The patient was in stable condition.

Manufacturer narrative:
The device was received in backup mode with battery voltage still at normal range of operation. The device image analysis indicates a hardware reset occurred in the field that turned the device into backup mode. The product code was reloaded to recover the device to nominal settings for further analysis. Backup condition could not be reproduced despite extensive efforts. Electrical and mechanical tests indicated normal device functionality. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.